Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617-2025-00385. 9610617-2025-00386. 9610617-2025-00387. 9610617-2025-00384. 9610617-2025-00389.

Manufacturer narrative:
Result of investigation: during the investigation of the optics the following was found: the imaging is cloudy and limited in the right-hand edge of the image (shadow). A burst can be seen in the rod lens system, which may be responsible for the shadow. Furthermore, the sheath is severely bent, which could have caused the burst. The rod lens system is affected by a severe infestation of foreign particles. The distal soldered seam is slightly chemically attacked but still in an intact condition. At the junction of the sheath to the base housing, an externally applied laser weld is visible. The laser weld does not comply with the currently valid manufacturing procedure and is due to a third-party repair not authorized by karl storz. The detected foreign particles are also due to the improper third-party repair. All detected damage is not due to a manufacturing/production defect but was caused by clinical use/reprocessing or unauthorized repair. This event is filed under internal complaint ID (B)(4).